Event description:
Per spontaneous call from pt, the plastic around her cartridge cap cracked on her cadd ms-3 pump s/n (B)(4). This was her backup pump not in use and she did not miss any therapy. A new pump is being sent and she will return the broken pump. No more info given. Reported to (B)(6) by pt/caregiver.